Event description:
Healthcare professional reports: itc hgb pro reading higher significantly than lab result. On (B)(6) 2009, hgb pro instrument gave hemoglobin result 14.1 vs unk automated chemistry analyzer 11.5 result. Customer stated "...the machine has read hgb readings almost to 17.1". No adverse event reported. Event occurred outside the united sates.

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.